Event description:
It was reported by the patient that the previously working patient activator would not turn on. The batteries were replaced but the situation did not resolve. The activator was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.